Manufacturer narrative:
Additional information was received that there was no leak and mechanical ventilation was available. Therefore, the initial reported event was not reportable.

Manufacturer narrative:
Replaced bellows housing to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
During ge fe checkout, it was noted that the unit failed with high amount of gas leakage from bellow housing. The mechanical ventilation is not available. There was no reported patient involvement.